Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of the index procedure, angiography revealed 90% stenosis in the 1st obtuse marginal. The indication for the procedure was stable angina pectoris and positive functional study for ischemia. The lesion was described as 15mm in length, class b1, and de novo. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 2.75 x 15mm balloon at 11atm and a 3 x 18mm cypher rx was implanted at 18atm. Pre-procedure enzymes were reported to be normal in range, but the troponin I was 0.33 (0.07 ul) at 6-12 hours post index procedure; and 0.52 at 16-24 hours post index procedure. As per the adjudication minutes, the ECG core lab reported no new st-t abnormalities and no new q waves. The elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural complications reported and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, plavix, heparin, niaspan, tricor, and zocor. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of angina and smoker. At the time of the index procedure, angiography revealed 90% stenosis in the 1st obtuse marginal. The indication for the procedure was stable angina pectoris and positive functional study for ischemia. The lesion was described as 15mm in length, class b1, and de novo. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 2.75 x 15mm balloon at 11atm and a 3 x 18mm cypher rx was implanted at 18atm. Pre-procedure enzymes were reported to be normal in range, but the troponin I was 0.33 (0.07 ul) at 6-12 hours post index procedure; and 0.52 at 16-24 hours post index procedure. As per the adjudication minutes, the ECG core lab reported no new st-t abnormalities and no new q waves. The elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural complications reported and the patient was discharged the following day on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15249976 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.